Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that corrosion was noted within the white power lead connection. The patient swapped to backup system controller while in clinic.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of corrosion in the controller power cables was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 11 days ((B)(6) 2023 ¿ (B)(6) 2023, (B)(6) 2023 per timestamp). Events captured on (B)(6) 2023 took place at abbott. Atypical power cable disconnect alarms consistent with rsoc invalid faults were intermittently active on (B)(6) 2023 from 13:41:48¿ 13:41:50. The alarms occurred on black power cable while the controller was connected to battery power. The alarms cleared shortly after activating. These alarms were unable to be reproduced during testing however, the corrosion found on the controller connectors may have contributed to these alarms. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The system controller was inspected, and corrosion was found in both power cable connectors. The controller as connected to a mock loop and was able to operate a pump with no alarms active. The controller functioned as intended. Multiple good faith effort attempts were made asking for additional information; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly switch between power sources. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the controllers and equipment do not get wet. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.